Event description:
Patient reported they provided a video that shows they have a tooth that protrudes out from the rest of their teeth. They also reported having periodontal disease. This is contraindicated patient for crown and baby teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.